Manufacturer narrative:
Attempts to obtain additional information, including the information in requested in section a of this form, were unsuccessful.

Event description:
During an arthroscopic repair, the physician placed the speedlock knotless implant into the bone hole. The physician attempted to deploy the implant but was unable to do so. The procedure was completed with a new implant. No further patient complications reported as a result of this event.